Manufacturer narrative:
Manufacturer ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom constant upstream occlusion alarms through review of the event history log, but did not reproduce it. The device was found to be operating within specification in relation to the reported symptom. The device was recalibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum infusion pump had multiple entries of the upstream occlusion alarm in the history log. It was also reported that there was no patient injury.